Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to high blood glucose. The blood glucose reading was 1000 mg/dl. Customer was unable to decrease the blood glucose level. Customer was nauseated and stomach cramps. Diagnosed diabetes ketoacidosis. Hospital treated with IV drip of fluids and insulin drip. There was a second hospitalization due to high blood glucose. The blood glucose reading at the time of the event was 599 mg/dl. Customer was nauseated and stomach cramps. Diagnosed diabetes ketoacidosis. Hospital treated with IV drip of fluids and insulin drip. Nothing further reported.